Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). Recent setting changes was made this morning and three (3) days ago which included basal rate changed from 12am to 6am from .30 to .35., 8pm to 12am from .35 to .40., ic ratio was changed 11am to 2pm from 1u to 20 and 1u 22 and 2pm to 12am from 1u for 18 to 1u for 20. Patient had moderate ketones. As treatment, patient was given corrections, water and extra activity.